Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar disc protrusion and underwent lumbar posterior fusion. During surgery, the set screw slipped. The product came in contact with the patient. No patient complications reported as the result of the event.